Event description:
It was reported that the pacemaker exhibited noise. No intervention was performed and the patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes it was reported that patient presented experiencing dizziness. Upon review of the remote transmission, it was noted that the pacemaker exhibited noise oversensing resulting in pacing inhibition. The pacemaker was reprogrammed and the patient was in stable condition.

Manufacturer narrative:
Correction: e1 : customer information should address baylor scott and white instead of heart hospital of austin.